Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons did stick occasionally. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the insulin pump had rejected new battery, crack where reservoir goes in, insulin had squirt out during priming. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion and prime or verify excessive no delivery alarm and failed battery test due to buttons not responding. Device received with cracked reservoir tube lip. (B)(4).